Event description:
It was reported that the patient received inappropriate shocks due to the right ventricular (rv) lead exhibiting t-wave oversensing (twos). The rv lead was explanted and replaced. No further patient complications were reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action and returned product testing found the device did perform as described in the field action. Product event summary: the full lead was returned in segments and analyzed. Both the proximal conductor and the rv (right ventricular) defibrillation coil of the lead developed a fracture due to flexing while in vivo. Concomitant products: d224trk implantable bi-ventricular defibrillator, (B)(6) 2010; 4194 implantable pacing lead, (B)(6) 2006; 5554 implantable pacing lead, (B)(6) 2006. (B)(4).